Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that as a result of the event her doctor had to induce labor for the safety of her baby. The customer's blood glucose reading was 122 mg/dl at the time of the report. Nothing further was reported.